Event description:
Approx one year after implantation of a gastric band, the pt alleges they experienced herniation of the stomach through the gastric band. The device remains implanted. Numerous attempts to confirm the identity of the device were unsuccessful. The alleged events reported by the pt were also unsubstantiated by a health care professional.